Event description:
It was reported that during service and repair pre-testing, it was observed that the foot control device had a damaged cable. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device.  A visual assessment found that the cable was damaged. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be improper handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.